Manufacturer narrative:
As previously reported, the device remains implanted in the patient's eye. Additional information was requested, and not received. A review of the device history record (DHR) has been performed, and there were no anomalies or discrepancies identified that may have contributed to the reported event. No similar events were reported for this product lot. Potential causes for tass (toxic anterior segment syndrome) can include: problems with bss or anything added to bss, materials placed in the eye during surgery such as viscoelastics, anaesthetics, antibiotics and poor cleaning/sterilization of instruments used at the surgery center. It is noteworthy, to mention the viscoleastic used for this surgery is not a validated device for use with this iol. Based on the available information, the root cause of this event could not be conclusively determined.

Manufacturer narrative:
The lens remains implanted in the patient¿s eye and therefore not available for analysis. A review of the device history record (DHR) has been performed and there were no anomalies or discrepancies identified that may have contributed to the reported event. No similar events were reported for this product lot. Investigation of this event is in progress. A follow-up report will be submitted upon completion.

Event description:
It was reported that one day post-operation of a combined phacoemulsification and vitrectomy surgery to implant a sutured intraocular lens (iol) into the left eye, inflammation was noticed. The patient noticed poor hand movement and a decrease in their vision. A secondary surgical intervention in the form of an intraocular injection to treat possible endophthalmitis was performed one day post op. In the surgeon¿s opinion the most likely cause of the event was culture negative endophthalmitis or tass. The patient's current prognosis is good.